Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken molded insulator at the distal end. A piece approximately 0.056" x 0.285" in size was missing and not returned with the instrument. Additionally, the instrument was found to have one indentation at the area where the molded insulator connects to the grip tips. The grips were not found to be bent, and additional damage was found at the distal end. Components adjacent to the indented grip tips show damage. The instrument was found to have a dislodged grip tip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps instrument was found to have the tip broken. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument tip was broken but not detached while dissecting the tissue. There was no observed intraoperative collision or misuse involving the instrument. There was no report of fragments falling from the device while used within a patient.